Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8637-40, serial#: (B)(4), implanted: (B)(6) 2017, product type: pump. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8637-40, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. No drug information was provided. It was reported the patient would be having a catheter revision because the catheter was placed too high in the intrathecal space. No patient symptoms were reported. The reason for the call was the representative wanted to know if they would need to splice the catheter when they removed the old anchor and add a new one once they placed the catheter in the desired area. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the catheter revision was done, and the issue was resolved.